Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a picture of a book with an arrow on the insulin pump and now they did not get the insulin pump to do anything. The customer¿s blood glucose level was 161 mg/dl at the time of the incident. Customer stated insulin pump had blank display and display returned after insulin pump restart. Customer stated insulin pump had critical pump error and open book image. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.